Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, the exact value was not provided. Reportedly, the customer had taken care of bg level prior to calling tandem's technical support. Tandem's technical support confirmed that the low bg was due to insulin stacking and delivering too many boluses.